Event description:
Infusion pump was reported to not deliver IV fluids as expected. The rn at the home infusion facility reported that this pump was being used by a hosp. Reportedly the pump was started at a rate of 60 ml/hr for 24 hrs. The pump was in a continuous mode and was delivering "just IV fluid" per the rn. The nurse at the hosp operating the pump reportedly started the pump, verified that it was running and then released the pt from the hosp with the device. The next day the pt came in and it was noted that the device was not running and no IV fluids had been infused. The rn at the home infusion facility reviewed the history for the device and reports that it shows the pump was never started, the hospital however wants the pump evaluated regardless. There was no report of any pt injury or medical intervention occurring in this situation. Info regarding the pt's age, sex and weight were not available.